Event description:
It was observed that during the device evaluation, the bronchovideoscope had an e227 scope communication error. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to a cut on the charged coupled device unit and corrosion on the endoscope connector, the e227 scope communication error occurred. The cause of these malfunctions could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.